Event description:
It was reported that, "it is impossible to purge the needle." There is no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: neither samples nor pictures were received for analysis. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.